Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It is likely that due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around lg-lens peeled off and moisture entered lg-lens and corroded. However, a definitive root cause cannot be determined. The event can be prevented and/or detected by handling the device in accordance with the following sections of the instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection; evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects inside the light guide lens, and the distal end had residual liquid. There were no reports of patient involvement.